Event description:
It was reported to boston scientific corporation that upon unpacking an advantage fit system to be used in a procedure, a piece that appeared to be plastic was noticed on the distal tip of the needle. The procedure was completed with another advantage fit system, with no complications to the patient, who was reportedly "good" at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that upon unpacking an advantage fit system to be used in a procedure, a piece that appeared to be plastic was noticed on the distal tip of the needle. The procedure was completed with another advantage fit system, with no complications to the patient, who was reportedly "good" at the conclusion of the procedure.

Manufacturer narrative:
Visual analysis of the returned product revealed that it was sealed inside the original package, and a small piece of plastic that appeared to be shrink-wrap was observed encompassing the distal tip of the delivery device. The complaint device failed to meet specification due to the supplier manufacturing process; therefore, the root cause for this event is supplier manufacture. An investigation is open to address this issue.

Manufacturer narrative:
(B)(6).